Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be caused by a connector, which was found not fully secured. The back flex was secured properly with the audio functioning as designed. (B)(4).

Event description:
It was reported that a spectrum pump had no audio, during call pump alarmed for inactivity, but no other audio has functioned. It was also reported there was no patient involvement.